Event description:
My wife started using the omnipod 5 as soon as it became available. Since day 1 she has had difficulty with the device, particularly with "no communication" problems, when the controller loses connection with the pod. This usually results in the pod being discarded and a new one started. This technical support is virtually non-existent. They simply don't answer the phone. The recording always says a minimum of 45 minute wait, but it is always longer. If you "press 1 for a call back", it hangs up on you. This is very frustrating after waiting hours on the phone already. We have waited 3 hours and finally got an answer, but usually we just hang up in frustration. I have read numerous reports of other diabetics experiencing the same customer service difficulties. It baffles me that the device got approved by the FDA, for release to the general public, yet insulet is providing horrible customer support. Zero accountability. I don't believe this product was ready for release to the market. Certainly insulet was not ready to provide tech support. FDA safety report ID# (B)(4).